Manufacturer narrative:
A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (nondesign/non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant (xifnt485) was removed due to infection at tooth location 29. Pain was also reported.

Manufacturer narrative:
One osseotite® tapered certain® implant 4 x 8.5mm (xifnt485) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads and drive feature. The product matched print specifications where measured against drawing 850002 rev c (B)(4).cal due: sep 25, 2020). No pre-existing conditions were noted on the per. The reported product was located on tooth # 29 and used for approximately 1.5 years. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2017121331. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2017121331) for similar events and no other complaint was identified. November post market trending was reviewed and there were no negative trends or corrective actions for the reported events (infection & pain) or product (xifnt485). Therefore, based on the available information, device malfunction has not occurred and the reported events are non-verifiable. However, infection and pain are listed as a harm or potential effect of implant failure. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: evaluation codes updated. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.